Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave a motor error alarm during normal use. Troubleshooting was performed, and the drive support cap was flush. It was also stated that the patient may have pressed on the drive support cap once. Nothing further was reported.